Manufacturer narrative:
The t:slim x2 g6 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down due to normal battery depletion. The customer's blood glucose (bg) level was reportedly elevated. Bg value not provided. Reportedly, the customer charged the pump and resumed insulin delivery. Multiple contact attempts were made by tandem technical support to obtain the customer's bg level; however, the customer did not respond.